Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. There is no date of death per the manufacture database, although according to the social security death index, the date of death is (B)(6) 2012. The ipg was implanted on (B)(6) 2012. The device was returned (B)(4) 2013. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful from both the physician's office and the hospital medical records department. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4). The lead has not been returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
Corrected information.